Event description:
End user reported that the brakes on the rollator were loose and he fell in january of this year and fractured his wrist.

Manufacturer narrative:
The end user reported that he sat on the rollator and the brakes did not hold and he fell, fracturing his wrist. The incident occurred in january of this year but he did not report it until now. The end user stated he had the maintenance staff tighten the brakes and thought they may have been overtightened. The sample was returned and evaluated. It was noticed that the brake lock mechanisms were bent and had worn areas in the metal. It was also noticed that the wheels had an specific wear pattern indicating that the brakes were constantly being applied after the mechanisms were bent. From the amount of wear on the wheels and brake mechanisms, it appears that the rollator had been used like this for some time. It is not possible to tell at this time if the brakes were adjusted and used this way prior to the reported incident. The wear on the brakes and wheels can be attributed to lack of proper maintenance. The end user stated he has read and understands the owner's manual for the new replacement rollator. No corrective action is indicated at this time. Due to the reported wrist fracture, an MDR has being filed.